Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 54 mg/dl. Customer had treated their blood glucose with food. The customer stated they were attempting a manual bolus when their up arrow was stuck and then the button error alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.